Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Upon reloading the cartridge the pump declared a minimum fill notification. The customer¿s blood glucose reached 320 mg/dl. Reportedly, customer loaded a new cartridge and received an accurate fill estimate.